Event description:
Customer reported video connector leak issue. The issue found during an unknown event. There is no patient involvement on this event . No user injury reported. Device evaluation found the adhesive on objectives lens were peeling. This report is being submitted for peeling of the adhesive found during device evaluation.

Manufacturer narrative:
Device was received and evaluated. Service repair during inspection found peeling of the adhesive on the device objective lens. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon was due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.